Manufacturer narrative:
The user-reported issue was not confirmed. The pump was found to connect with wireless system as intended. The pump also had a flow rate accuracy of -6.67% which is outside of the +/-5% specification. The pump was recalibrated and tested to meet all specifications on 02/02/2017. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 02/03/2017.

Event description:
A zyno product manager reported that two pumps would not connect to the wireless system for patient query and need to be replaced. This function was used prior to an infusion, so no infusion had started. No patient was involved in this case.